Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and customer was not able to clear the alarm. Customer stated the display was frozen and time clock was not visible on screen. Customer stated there was no response from any button. Customer was not able to try the insulin pump with remote bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. No frozen display noted. Unable to verify pump error 35 due to download difficulty. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify time clock anomaly. Due to critical pump error. Device received with corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube) and cracked keypad overlay. The p-cap does lock properly.